Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used for a cranial resection procedure. It was reported that the software displays an error relating to temperature, not allowing the system to perform a scan. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.